Event description:
It was reported that when the patient was being transferred to the CT scan, the ventilator shut off without an alarm. After a couple of seconds, the ventilator turned back on. The ventilator displayed reset. No patient harm reported.